Event description:
The complainant reported the patient was on impella cp support due to st elevated myocardial infarction. While on support, the patient developed a suction alarm. Volume was given and echocardiogram was done at bedside with attempt to reposition. However, an attempt to reposition was unsuccessful. The decision was made to replace with a new pump and the procedural outcome was the patient survived the surgery.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The cause of the repositioning issue most likely was use related due to improper technique.